Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that the notification light was blinking and the insulin pump was beeping but there was no display. Customer stated that display was not blank less than 30 seconds and did not return. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that display returned after insulin pump restart. Troubleshooting was performed for blank display. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.